Event description:
Same case as MFR report #: 2134265-2010-01006, -01007, -01008. (B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel reintervention. The index procedure treated the proximal rca (right coronary artery) with three unknown size taxus express2 stents, the distal rca with one unknown size taxus express2 stent, and the proximal circumflex with one unknown size taxus express2 stent. At the nine month follow up in (B) (6) 2009, the physician found stenosis of the proximal rca. The 3.8x4.7mm, 63% stenosis was treated with balloon angioplasty and another manufacturer's drug eluting stent resulting in 20% residual stenosis. The patient was discharged in improved condition one day post procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was further reported that the index procedure treated the de novo, 100% stenosed, 57.8mm long lesion of the proximal rca. The proximal rca lesion was treated with predilation and three overlapping taxus express2 stents (3.0x32mm, 3.0x32mm, and 3.5x12mm) resulting in 8% residual stenosis. Timi flow improved from 0 to 3. The de novo, 2.5x16.5mm, 55% stenosed lesion of the distal rca was treated with predilation, placement of a 2.5x16mm taxus express2 stent, and post dilation resulting in 3% residual stenosis. Timi flow of 3 was maintained throughout the procedure. The de novo, 2.8x8.4mm, 55% stenosed lesion in the proximal circumflex was treated with direct stenting using a 3.0x8mm taxus express stent resulting in 22% residual stenosis. Timi flow of 3 was maintained throughout the procedure. Additionally, the inferior septal artery was treated with non-bsc devices. The patient was discharged one day post procedure on bayaspirin and plavix.

Manufacturer narrative:
(B)(4).